Event description:
It was reported that three devices (3) used in the neonatal intensive care unit were cracked, resulting in the loss of infusion and medications in swaddling clothes. No pt sequelae were reported.